Event description:
It was reported that the device was used during a laparoscopic nephrectomy procedure. The device was on the renal artery and when fired the cartridge shot out of the device approximately one inch. The device was left on the renal artery and another device was fired along side to remove the first device. Additional information was requested and the following was received from the sales representative: it sounds as though the cartridge was loaded incorrectly-front loaded. The patient is fine and is expected to have a full recovery. In services were provided. I also followed up with the tech and surgeon in the case. There were no negative outcomes. It was the 2nd firing. The first one was fine.

Manufacturer narrative:
Date sent: 08/14/2009. Evaluation summary: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, in addition the device opened and closed without any difficulties.